Manufacturer narrative:
It was reported that the device failed the flow transducer test during pre-use check, and that device oxygen module was faulty. This information alone is not specific enough to point to any particular fault. The device logs, and the faulty part was sought for technical investigation but not received. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).